Event description:
It was reported that r waves measured 3.3 mv. The right ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found full breach insulation degradation at 4.5 cm from the connector pin. The proximal insulation was twisted from the connector boot to the ring electrode. The lead exhibited normal electrical characteristics.